Manufacturer narrative:
The customer reported problem was confirmed.

Event description:
It was reported that an error code 133.6090 was received on the device. There was no patient involvement.

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. There was no patient involvement. H3 other text : see section h.10.

Event description:
It was reported that an error code 133.6090 was received on the device. There was no patient involvement.

Event description:
It was reported that an error code 133.6090 was received on the device. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed.

Event description:
It was reported that an error code 133.6090 was received on the device. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error 133.6090. Technical support: replace the main speaker. Return the unit to the factory. Recommended replace main speaker. If main speaker does not resolve the problem, tom will send unit in for flat fee repair. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/19/2019 to the present date 11/17/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 : no product returned.